Event description:
The pt stated that in 2007, he experienced feeling dizzy and light headed with a headache. He stated that his blood glucose was elevated to 493 mg/dl. His normal blood glucose range is below 130 mg/dl. He stated that, he then discovered that his infusion tubing had separated at the luer connection. He stated he changed his infusion tubing and bolused to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.